Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the small battery drive device would not work in reverse. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The device was found to be functional. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the triggers were sticking and the device was making an unusual noise during testing. It was further determined that the wire insulation on the electronic control unit was damaged and the device had worn trigger components on the bearings and seals. The assignable root cause was determined to be due to component wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.